Manufacturer narrative:
Quantity of product used in the procedure- 2 although it is unknown which of these products caused or contributed to the reported event, we are filling this MDR for notification. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient underwent anterior fusion surgery at l4-5, l5-s1 in which rhbmp2/acs was used. No more information is available at this time.